Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The user facility will replace the gui cpu pcb. Covidien reference: (B)(4).

Event description:
Covidien received information stating that the lower liquid crystal display (lcd) on an 840 ventilator has lines through it. The ventilator was not in use on a patient at the time the malfunction occurred.